Event description:
It was reported that the patient presented prior to magnetic resonance imaging (MRI). An interrogation of the implantable cardioverter defibrillator revealed inappropriate shock delivered by device. Inappropriate therapy was attributed under-sensing of supraventricular tachycardia. No interventions were made, as it was an isolated event. The patient was stable.

Manufacturer narrative:
Correction: b5 and h6.

Manufacturer narrative:
Correction: a1 - date of birth was missing from previous report.

Event description:
It was reported, that the patient presented prior to magnetic resonance imaging (MRI). An interrogation of the implantable cardioverter defibrillator revealed, inappropriate shock delivered by device. Inappropriate therapy was attributed incorrect diagnosis of supraventricular tachycardia. No interventions were made, as it was an isolated event. The patient was stable.